Manufacturer narrative:
(B)(4). The reported field event of a set screw anomaly was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the svc df-1 set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in stripping of the set screw.

Event description:
It was reported that a set screw anomaly was observed on the device during unrelated implant. Device was explanted and replaced. No further information.